Manufacturer narrative:
The investigation of low pump flow has been completed. Low pump flow: clinical states that the pump was getting low flows upon activation. Pump was repositioned and console was changed and adequate flows were observed at p5. Pump was returned for investigation. The pump had no biomaterial, kink or any physical or mechanical defects. Low pump flow was not reproduced. The pump worked as per the specification. Data logs were investigated. Low flows were confirmed. The pump was attempting to run at higher p-levels but was getting flow of between 1l/min to 2l/min. The expected flow at p7 is 2.7l/min to 3.4l/min. No suction alarms. Console was replaced and showed no low flow. The pump had flows within the range on p5. No suction alarms present. Placement signal was seen slightly drifting up. Therefore, based on the product investigation, data log review and clinical information, the root cause of the low pump flow issue was most likely improper positioning of the device since after changing the console and repositioning the pump, flows were within the range. D9 device returned to manufacturer date added g4 PMA/510(k)number was erroneously entered on the initial manufacturer device report number: 1220648-2025-28311.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an impella rp flex was placed for acute myocardial infarction/cardiogenic shock and with good position on fluoroscopy but could not get the impella flow above one liter per minute. As the impella rp flex was pulled back slightly, flow improved to less than two liters per minute on p5. The patient continued to deteriorate, and the family made the patient do not resuscitate and decided to withdraw care. The patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Low pump flow: clinical states that the pump was getting low flows upon activation. Pump was repositioned and console was changed and adequate flows were observed at p5. Pump was returned for investigation. The pump had no biomaterial, kink or any physical or mechanical defects. Low pump flow was not reproduced. The pump worked as per the specification. Data logs were investigated. Low flows were confirmed on console ic1503. The pump was attempting to run at higher p-levels but was getting flow of between 1l/min to 2l/min. The expected flow at p7 is 2.7l/min to 3.4l/min. No suction alarms. Console was replaced. Ic2218 shows no low flow. The pump had flows within the range on p5. No suction alarms present. Placement signal was seen slightly drifting up. Therefore based on the product investigation, data log review and clinical information, the root cause of the low pump flow issue was most likely improper positioning of the device since after changing the console and repositioning the pump, flows were within the range. Placement signal issue: clinical states that the placement signal was improving on the console 2 overnight. Pump was investigated and no placement signal alarms were observed. Data logs were investigated and a placement signal rise was observed corresponding to a dip in flow. The flow started drifting down and placement signal started drifting up. Cvp was trending down as well. No related alarms were observed. Therefore, the root cause of the placement signal issue was most likely patient condition related as per the clinical information and data log review. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. Additional information: h6.